Event description:
It was reported that thrombosis occurred. On (B)(6) 2024, a left atrial appendage closure (laac) procedure was performed. A 27mm watchman flx closure device was successfully implanted. The patient was discharged. On (B)(6) 2026, the patient had a transesophageal echocardiography (tee) as part of a routine follow up. The tee showed a 1.2cm x 0.9cm thrombus on top of the closure device. It also showed the device completely occludes the laa. There were no further complications reported.